Manufacturer narrative:
Investigation summary: bd received two photos for investigation regarding the reported defect, showing air bubbles trapped inside the gel of bd vacutainer® gel tubes. This issue can occur during manufacturing processes such as mixing, pumping, and dispensing. Special precautions are taken to eliminate air within the gel, but a small amount of air may remain. Additionally, environmental and shipping conditions may influence the occurrence of air bubbles. Air bubbles are generally expected to disappear after centrifugation. Bd maintains strict manufacturing procedures and conducts routine visual inspections to monitor the size and quantity of air bubbles, ensuring the product meets specifications. Tubes within specification may contain a low occurrence of air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® ppt plasma preparation tube k2e 9.0 mg there were air bubbles in the gel of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® ppt plasma preparation tube k2e 9.0 mg there were air bubbles in the gel of an unspecified number of devices. No adverse impact was reported regarding the patient or user.